Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. D5 corrected. H3 updated to "yes". H6 corrected to include annex b code b11. H3, h6: additional information on the investigation includes the following. "The lock worked properly. The flow rate was tested. Service history review identified there was no indication that the complaint was related to a service of the device within the review period."

Event description:
It was reported that the device had an error with the locking mechanism. Per reporter it was tested and nothing wrong was found with the locking mechanism. During testing, it was discovered that the instrument gives too low a flow. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). H3: one device was received for evaluation. The device has not been in for repair in the last 12 months. Functional tests were performed, and the reported problem was not confirmed. The flow rate is in normal parameters. The root cause of the problem was unknown. No further action was be taken.